Manufacturer narrative:
The customer was contacted for return of the suspect product. Despite several attempts to contact the customer to obtain the product for evaluation, to date we have been unsuccessful.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device powered on to a completely white display and no clinical data could be seen. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.